Event description:
A malfunction on the pump was reported by the caller with no notable events occurring prior. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resulted in no recurring malfunction code. The customer was informed they could continue using the pump and instructed to call back if the malfunction code recurred, which they acknowledged and understood.